Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and inflation lumen. Microscopic inspection revealed a burst in the balloon material 53mm in length. Inspection of the remainder of the device found no additional damage to the rest of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A non-bsc guide wire was inserted using contralateral approach. Two non-bsc guide wire was also inserted utilizing rendezvous technique. A non-bsc balloon catheter was inflated up to 1.5mm. A 4.0mm x 220mm x 150cm, mr coyote¿ balloon catheter was then advanced. After the balloon was inflated at 3mm, second dilatation was performed for 15 seconds however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A non-bsc guide wire was inserted using contralateral approach. Two non-bsc guide wire was also inserted utilizing rendezvous technique. A non-bsc balloon catheter was inflated up to 1.5mm. A 4.0mm x 220mm x 150cm, mr coyote¿ balloon catheter was then advanced. After the balloon was inflated at 3mm, second dilatation was performed for 15 seconds however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.